Event description:
An account called and stated that the head left caster would not hold. There were no injuries.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The account has requested the replacement part number, but has not placed an order for it or repair at this time.